Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction (pvc) ablation, a cardiac perforation occurred. When the ablation catheter was maneuvered back to the initial ablation site of the pvc near the right ventricular outflow tract (rvot), the device perforated the rvot wall. The patient became hypotensive and a pericardial effusion was observed on ultrasound. High contact force was noted and the catheter appeared to be outside of the geometry because the patient was breathing heavily, coughing, and moving during mapping and rf application. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.